Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the left ventricular (lv) lead exhibited no capture at maximum output. X-ray confirmed the lead was dislodged. The lead was repositioned. It was noted that the setscrew of the cardiac resynchronization therapy pacemaker (crt-p) was impossible to screw. The physician was unable to recall whether the setscrew problem involved the lv or right ventricular (rv) channel of the header. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.